Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the cause of the phenomenon is due to accumulation of dust inside the device causing the fan to not function properly resulting to the heat accumulating inside the device. The cause of accumulation of dust inside the device could not be identified. It was determined that error e101 is displayed when temperature anomaly occur inside the device. Other device findings found: the top cover broken. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause assigned to the lamp fan and dust inside the unit. The fan was replaced to resolve the problem. The investigation is ongoing and the definitive root cause of the reported event has not been determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the error "e101 with acoustic signal" occurred. The problem, as reported to olympus, occurred before a procedure. There was no patient injury, associated with the problem, reported to olympus.